Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4 UDI and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, a photo was provided by the account. The complaint can be confirmed for a sheath separation based on the photo provided by the account. Without a sample, the exact root cause cannot be determined. The likely root cause is the user encountered resistance during withdraw from plaque or a spasm that caused the sheath to separate. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab clinical supervisor the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath broke inside of a patient. It was retrieved and saved. Additional information was received on 17apr2024: the procedure being performed was a left heart diagnostic angio via right femoral access. When attempting to remove the sheath they pulled until it separated. All pieces of sheath were removed in the cath lab. The patient was sent to surgery for endoractomy patch and hematoma evacuation. Size of hematoma was not received. No history of femoral closure at this hospital. Growing shot taken, however, not available at this time. Reported blood loss was less than 250ml. The patient was stable.